Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: exit site infection and catheter colonisation. Comorbidities were a mitigating factor.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device was disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
(B)(4): the nexsite device was successfully placed on (B)(6) 2017. (The patient's original catheter remained in place until the nexsite was placed. Patient had poor flow of the original catheter and was given alteplase on (B)(6) 2017). On (B)(6) 2017, the patient experienced severe sepsis and he was hospitalised from(B)(6) 2017. One dose each of vancomycin and ceftazidime were given to treat the potential crbsi at the dialysis unit and received further antibiotics at the local hospital. The device was removed for this event on (B)(6) 2017. The event had resolved on (B)(6) 2017.